Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic, the right ventricular lead exhibited noise. No additional information was available.

Event description:
New information states -true v noise- and patient would be followed with routine follow-ups. No programming changes were made.

Event description:
New information states that the right ventricular lead noise has continued, the sensitivity was decreased. The non dependent patient was stable and would be seen at routine scheduled follow up.

Event description:
New information from gfe states that the rv lead exhibited oversensing with inappropriate mode switching. The non dependent patient was not symptomatic and no programming changes were made.